Event description:
The account alleged the nursing staff reported that a pt was able to leave the bed which resulted with the pt falling and getting hurt. The account stated the communication cable was not fully connected to the wall and the nurse station did not receive a nurse call. Ref. MFR 3006697241-2013-00174.